Manufacturer narrative:
Motor error alarm during basic occlusion test due to faulty force sensor resistor. Unable to verify compromised force sensor system alarm due to motor error alarm. Motor passed motor test. Insulin pump received with normal operating currents. No unexpected off no power alarm noted. Device had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed multiple motor error alarms. Device alarmed a compromised force sensor system alarm then shut off and turned back on. Customer's blood glucose was 500 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.